Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6 as reported, proper hemostasis was not achieved after using a 6f/7f mynxgrip vascular closure device (vcd). Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The interventional procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The user was trained to the device. The device was opened in a sterile field. The device broke during storage after the initial use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock opened. The sealant, procedural sheath and advancer tube were not returned with the device. Also, the outer cartridge was received incomplete since part of the outer cartridge end was separated from the device and this separated part was not received with the returned product. In addition, the balloon was observed fully deflated. The condition of the returned device is like a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident and no anomalies were observed. Dimensional analysis could not be performed on the returned device to verify the distance between the shuttle tip to the inflated balloon since the outer cartridge was received incomplete. Since the condition of the returned device is like to a complete removal of the device, and the sealant and advancer tube were not returned, no functional test could be performed on the returned device. Additionally, no visual non-conformities were observed. No microscopic analysis could be performed on the returned device to review the slit presence in the outer cartridge since it was received incomplete. The reported event of ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages/anomalies noted that could contribute to the reported failure. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. Additionally, the condition of the incomplete outer cartridge was confirmed to have occurred after use of the device during storage; therefore, this condition did not contribute to the event that occurred with the patient. According to the product¿s IFU, which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, proper hemostasis was not achieved after using a 6/7f mynxgrip vascular closure device (vcd). Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The interventional procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The user is trained to the device. The device was opened in a sterile field. The device broke during storage after the initial use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after using a 5f mynxgrip vascular closure device (vcd). Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The interventional procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The user is trained to the device. The device was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.